Event description:
It was reported that the cardiac monitor was exhibiting intermittent r-wave undersensing. The patient was asymptomatic. Programming changes were performed resolving the undersensing.